Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted obvious succus in the bottom of the wound with small bowel injury directly underneath the mesh. There were many adhesions surrounding the repair, especially to the previous mesh repair of the lower abdominal hernia. The mesh was removed and resected the injured portion of the small bowel. It was reported that the patient experienced severe pain, discomfort and nausea. It was reported that the patient had previously underwent underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient had previously underwent recurrent ventral hernia repair surgery on (B)(6) 2019 and mesh was implanted. Other procedures are captured in separate file. No additional information is provided.